Manufacturer narrative:
Section h6, results code grid on of the initial medwatch report indicates "wear problem"; section h6, results code grid on of the initial medwatch report should indicate "no device problem found". Section h6, conclusion code grid on of the initial medwatch report indicates "cause traced to component failure"; section h6, conclusion code grid of the initial medwatch report should indicate "cause not established".

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during a self-test. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. However, stryker found worn and broken battery pins. All four (4) battery pins were replaced. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during a self-test. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.